Manufacturer narrative:
(B)(4). Applicable 510k # for u.s. Distributed part is k771219. The sample associated to this report is not expected to be returned for analysis. The customer did provide a lot #. Manufacturing will perform a lot history review of the reported lot as part of the investigation. If significant information is identified from the lot review then a summary of the findings will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the tube ripped at the cuff during patient use. The caller reported three occurrences on one patient where extubation and reintubation of a replacement tube was required.